Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried body fluid around the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The helix mechanism was found to be clogged with dried body fluid. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this right atrial lead reported heart palpitations, an x-ray showed a dislodgement of the lead. The physician recommended a revision procedure. No revision procedure has been performed as of now. This lead remains in service. No additional adverse patient effects were reported. Additional information was received, during a repositioning procedure the helix movement was unexpected. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial lead reported heart palpitations, an x-ray showed a dislodgement of the lead. The physician recommended a revision procedure. No revision procedure has been performed as of now. This lead remains in service. No additional adverse patient effects were reported. Additional information was received, during a repositioning procedure the helix movement was unexpected. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.